Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely elevated potassium result was obtained on patient sample on the dimension exl with lm instrument. Quality controls (qcs) were within acceptable ranges on the day of the event. As per siemens instructions, the customer replaced the pump tubing, cleaned the integrated multisensor technology (imt) system with hot water and super slime, and ran a precision study. The results from the precision study were within acceptable ranges. Siemens further investigated the issue and determined that the dirty system and pump tubing potentially contributed to the discordant, falsely elevated potassium result. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was reported (as correct result) to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k result.